Event description:
Event description cpi received information that this bipolar lead was an attempted implant. During the procedure the physician had difficulty when trying to extract the lead, the helix would not release instead a large amount of the patient's tissue was removed along with the helix tip.